Manufacturer narrative:
The investigation is ongoing. This report is 2 of 2 being submitted for this complaint. Reference mfg. Report no. 2015691-2022- 06009.

Event description:
During implant of a sapien 3 valve in the aortic position, upon advancement of the commander delivery system and a 29mm sapien 3 valve through a 16fr esheath+, significant resistance was met while advancing the system, and the valve became stuck in the sheath at the area of the common iliac. Per fluoro, it was determined that the valve had become externalized from the esheath at the level of the common iliac. Per provided photos, the valve strut was bent outside of the sheath but intact inside the sheath. The valve frame was damaged significantly during removal through the arteriotomy. The delivery system was removed with some difficulty, and after the covered stents were successfully placed. Angiography displayed a perforation at the right common femoral requiring to repair with a cutdown. The patient's vessel was of excellent caliber (8mm+), no disease or calcification with mild tortuosity. The case was aborted. The patient tolerated procedure. The patient was stable and transferred for post management care. The devices will be returned for evaluation.

Manufacturer narrative:
Update to h6 (component code, type of investigation, investigation findings and investigation conclusions) and h10 to reflect device evaluation. The 29mm sapien 3 valve was returned to edwards for evaluation. Visual inspection revealed the following: four (4) outflow struts were bent outward greater than 90 degrees for the valve crimped state. Post expanded state revealed bent struts still present at outflow following expansion, leaflets were dehydrated and wrinkled, (normal due to prolonged crimping), and two (2) struts exposed through skirt (normal after use). Functional or dimensional testing was unable to be performed due to device return condition (valve struts bent). A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history record review was performed and did not reveal any related complaints. During the manufacturing process, all inspections are conducted on 100% of the units. During incoming inspection of the components, the valve frames are 100% dimensionally and visually inspected by both manufacturing and quality. During final assembly, the sapien 3 ultra valves are 100% visually inspected before and after holder attachments during manufacturing. Prior to final packaging, 100% visual inspection of the valves were performed at preliminary packaging per procedure to ensure there was no damage to the valves from the handling between holder inspection. In addition, tensile strength and tension are performed. The lot met the statistical acceptance criteria. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The commander delivery system instructions for use (IFU), device preparation manual, and device procedural manual were reviewed for instructions and guidance. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on the returned device evaluation and provided imagery. A review of DHR, lot history, complaint history review did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, 'upon advancement of the 29mm sapien valve, the valve became stuck in the sheath at the area of the common iliac. Per fluoro, it was determined that the valve had become externalized from the esheath at the level of the common iliac. In addition, per event summary, 'the femoral injury occurred during removal of the sheath and delivery system from the vessel. Removal was achieved only through application of extreme tension, causing vessel perforation at the level of the femoral arteriotomy. The valve frame was damaged significantly during removal through the arteriotomy.' Per the training manual regarding ds/thv advancement through sheath, 'push force can vary due to angle of insertion, thv size, vessel, diameter, tortuosity and degree of calcification.' As revealed through anatomical imagery review, the patient's access vessel was characterized by tortuosity and calcification. The presence of tortuosity and calcification can create a challenging pathway during delivery system (ds) advancement, which can lead to higher push force. In this case, it is likely that excessive force was applied to overcome associated resistance, causing the valve struts to interact with the sheath shaft, resulting in the punctured liner, as reported. During thv withdrawal back into the sheath, the valve struts could have gotten caught on patient's vascular, resulting in further resistance. The use of excessive force that would be needed to retrieve the thv back into the sheath, as noted in this case, likely accounts for the damaged struts at outflow. In this case, available information suggests that patient factors (tortuosity, and calcification) and/or procedural factors (excessive device manipulation during withdrawal) may have contributed to the reported event. However, a conclusive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling or IFU training inadequacies were identified. Therefore, no corrective or preventive actions nor product risk assessment are required.